Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported: "when nurse took over at 7 pm, the patient's evg was clogged again (this had already happened many times and was unclogged with actilysis and water for injection) - therefore non-permeable and nonreactive inferior intermediate pupils (known). Attempt to unblock at 9pm with actilyse (which had already taken place at 6pm with water for injection) then clamping for 2h (on oral medical request) - but before the two hours of clamping - patient's intraventricular pressure increased. Nurse doubts whether to record (take into account) the ivp value, as it is potentially unreliable due to the introduction of actilysis - physician came to the room and was concerned of the number, so the zero of the evd was carried out by nurse twice ==> ivp at 6 ==> so less stress for nurse and physician but as the evd has not presented a ¿beautiful¿ trace and therefore was not very reliable. Nurse and physician warned since the first evd obstructions). Around 7 p.m.-8 p.m. And 9 p.m.: lower intermediate and unreactive pupils then around 10-11 p.m. (10:45 p.m. Precisely on second check of the pupils on the unreliability of the equipment: dve): upper intermediate pupils see mydriasis and unreactive ==> nurse warned. At the end, given the unreliability of the equipment, choice of icp placement in room ==> shows high intracranial pressure."

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The eds3 drainage system was not returned for evaluation; therefore, an evaluation of the device could not be performed. A list of lot numbers were provided as traceability, 3 of them were chosen for device history record (DHR) review (B)(4), all were conformed with specifications when released to stock. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.